Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7.5 years post implant that the patient¿s aneurysm has increased in diameter per the follow up scan from 5.1 cm to 6.1 cm. The left common iliac artery has increased in diameter from 16 mm to 20 mm and the right common iliac artery has increased from 19 to 24 mm in diameter. The cause of the enlargement was due to bilateral distal type I endoleaks. The bifurcated device has also migrated approximately 6mm with no evidence of an endoleak. The cause of the migration is unknown however, may have been due oversizing since the diameter at the renal arteries were smaller than at the seal/proximal graft location. The patient's conical aortic neck may have contributed. The physician decided to coil embolize the right internal iliac artery with a 12 mm amplatzer plug and extend into the right external iliac artery with an endurant limb. The physician also relined and extended with endurant limbs in the left common iliac artery. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films post-implant confirmed bilateral distal type I endoleaks. Both the right (ipsilateral) and left (contralateral) limbs had no apposition with the iliac vessels. The right iliac artery diameter was 26mm, and the left iliac artery diameter was 24mm. The max aaa diameter was 6.3cm. The bifurcate was approximately 1cm below the renals. The proximal stent graft od was 26mm, and no proximal type I endoleak was observed. Earlier follow-up images were not provided, and the initial location of the bifurcate post-implant is unknown.

Manufacturer narrative:
(B)(4). Method: film. Results: migration. Unknown cause of event. Anatomy related; conical proximal neck. Conclusion: unknown cause of event. Migration. Anatomy related; conical proximal neck.